Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿comparing the long-term results of two uncemented femoral stems for total hip arthroplasty¿ by stephen m. Petis, md, et al, published by the journal of arthroplasty (2015), vol. 30, pp. 781-785, was reviewed. The purpose of this study was to 1) determine if there is a difference in survivorship across two different cementless femoral stems, and 2) are clinical and radiographic outcomes similar at long-term follow-up. The authors retrospectively reviewed all patients who had a total hip arthroplasty using either a proximally coated cementless stem (competitor product) or extensively coated cementless stem (prodigy, depuy) between 1996 and 2002. Implanted products: prodigy stem, 185 duraloc cups, 185 depuy polyethylene liners, 179 articul/eze and 6 biolox forte femoral heads. Results: 4 prodigy stem revisions: 2 for stem fractures post-op, 1 for aseptic loosening, 1 for periprosthetic femur fracture post-op. 5.3% reported thigh pain. 17.7% reported severe stress shielding of the femur. 31 cases of pedestal formation. 22 liner revisions for polyethylene wear. 3 acetabular component revisions (unspecified) for joint instability. 3 cup revisions for acetabular osteolysis and/or aseptic loosening of the cup. There were no further complications listed within the text. "